Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected, and a p re-implant balloon aortic valvuloplasty was not performed. During deployment, the valve dislodged ventricular. Subsequently, paravalvular leak (pvl) of unknown severity was observed. A non-medtronic valve was implanted valve-in-valve, and the pvl was sealed. Per the physician, the cause of the dislodge was due to the patient's anatomy. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc was 20 mm, and the implant depth on the lcc was 20 mm. The patient was reported as doing well. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Corrected data: e1. E3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was inspected, and a p re-implant balloon aortic valvuloplasty was not performed. During deployment, the valve dislodged ventricular. Subsequently, paravalvular leak (pvl) of unknown severity was observed. A non-medtronic valve was implanted valve-in-valve, and the pvl was sealed. Per the physician, the cause of the dislodge was due to the patient's anatomy. It was noted that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 4 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc was 20 mm, and the implant depth on the lcc was 20 mm. The patient was reported as doing well. No additional adverse patient effects were reported. Additional information was received that the noted pvl was severe.